Event description:
On (B)(6) 2009, a (B)(6) male underwent surgery for a posterior spinal fusion from t4 to the pelvis using unit rod, medtronic sophomore-danek with autograft and allograft; 10 cc dbx putty, 90cc 4-10mm cancellous bone clips, 35mm rod unit, and wire msd 1.0mm. On (B)(6)2009, the patient was discharged and re-admitted to the hospital on (B)(6) 2009. The wound site was swollen, red, with drainage, gross purulence was found on debridement. On (B)(6) 2009, the patient's fever was 103f and the wbc was 13.94. Originally on (B)(6) 2009, clindamycin was administered. On (B)(6) 2009, vancomycin and rocephin was started. Wound debridement and wound vac was placed, cultures were taken. On (B)(6) 2009, repeated debridement and wound closure was performed . The patient is currently admitted and is improving.

Manufacturer narrative:
Add'l serial #: (B)(4). Add'l lot #: 1102. Add'l expiration date: 05/12/2011.